Event description:
It was reported that a power source alert 07 occurred and the caller was using both the tandem charging cable and wall adapter when the alert appeared. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer had already attempted leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes to try and charge the pump.